Manufacturer narrative:
Results and conclusion summation: product performance engineering determined that historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. As no damage was reported as being noted during the inspection prior to use, the stent dislodgement likely occurred as a result of circumstances of the procedure; however, without the device to examine a conclusive root cause cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that when the stent delivery system (sds) was placed at the lesion, the stet was not visible on the fluoro. Before removing the unit, the stent was discovered on the proximal shaft, near the hub of the catheter. The entire sds was removed as a single unit and no intervention was required. No additional event or pt info is available.